Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure event observed during analysis. Final analysis found a partial lead was returned. An insulation abrasion was noted at 5.0 cm to 5.6 cm from the distal tip which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or heart feature. A surface abrasion was noted at 19.3 cm from the distal tip. (B)(4).